Event description:
During right thoracoscopy with biopsy and frozen sections for pulmonary module. Endopath surgical trocar inserted and when removed the tip broke off into pt. Second trocar inserted removed pieces. When removed this trocar's tip was split.